Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days after the implant procedure at a routine follow-up, the threshold measurements on the right ventricular (rv) lead had increased. As a result, a revision procedure was performed to reposition the rv lead. After the procedure, the threshold measurement was appropriate. No additional adverse patient effects were reported.